Event description:
On 8/11/95, distributor was informed that the pt underwent surgery due to noise on the sense pace lead. The explant report stated that the lead was removed 8/11/95, however co has not received the lead as of today, 8/22/95.